Event description:
It was reported that the customer received a button error alarm. The keypad was unresponsive. The customer's blood glucose level was 216 mg/dl. He/she was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No button error alarm during testing. No unexpected numbers ramping during testing. Insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, broken belt clip slot, missing end cap sticker and cracked battery tube threads.